Event description:
The user facility reported the pt developed a fistula after surgical procedure and had the integral lumbar drain placed to remove the drainage. The lumbar drain system was in for approx five days. The lumbar drain system came apart three times at the stopcock and the surgeon finally had to remove the lumbar drain system. The pt was placed on prophylactic antiobiotics and was discharged. The tubing broke at the second stopcock which the neuro nurse was not familiar with. The tubing appears to be breaking apart with pt movement. The surgeon is requesting a drainage system which is more suited for ambulatory pts.